Event description:
Eviva handpiece #0913-20 lot#304001 was missing the attachments to enable saline to run through the biopsy needle. This was noted before pt use.what was the original intended procedure?breast biopsydevice #1is this a laboratory device or laboratory test?no